Manufacturer narrative:
The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a sling procedure performed on (B)(6) 2020 to treat stress urinary incontinence. According to the complainant, prior to procedure, the shaft tip was noted to be slightly bent upon opening. The procedure was completed with another solyx sis system, single device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.